Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n170012020, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 4000mcg/ml at 711mcg/day via implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2019 it was reported that the patient was experiencing increased spasms. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. A dye study was attempted on (B)(6) 2019 but the physician was unable to aspirate the catheter and therefore was unable to conduct the dye study. It was unknown if any actions or interventions were taken to resolve the issue or if the issue was resolved at the time of the report. It was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.